Manufacturer narrative:
Received 1 foley catheter for evaluation. The reported event was confirmed as cause unknown. The sample was inflated with water and observed water leaking from the joint between the inflation funnel and drainage funnel. The sample was visually examined and observed to have a tear at the bifurcation point. The tear was examined under a microscope and noted to be long and rough. Per the functional testing, the site was treated with congo red, a substance that indicates the presence of lubricious coating, and found that the coating was not present inside the tear. The tear was created post lubricious coating. A microscopic examination of the tear looked like it was caused by a sharp object from the outside. The exact cause of sample condition could not be determined and could not be assigned as a manufacturing related process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Pk6194321 4/03 rev. 0 sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst." (B)(4).

Event description:
It was reported that the balloon of the catheter would not inflate. The water that was inserted into the balloon was found leaking from the y-connector.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter would not inflate. The water that was inserted into the balloon was found leaking from the y-connector.